Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code. Corrected information has been provided in e1(initial reporter address line 1). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of major bleed was most likely patient movement related since the bleeding occurred after transferring to the bed form ems stretcher. The cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp the patient was actively bleeding. Manual pressure and aggressive angle matching in use. Assessed by the physician and purse string suture placed and redressed, site hemostatic with aggressive angle matching. A safeguard was placed by the nurse. Labs were drawn, inr 5.1, lactate 2.3 and heparin was stopped. There was also oozing from pac site also. All lfts extremely elevated, bnp 2300. Co 4, ci 1.9, svo2 59%. Increased milrinone to 0.5. Plans to diurese. Voided brownish colored urine. Transthoracic echocardiography ordered and ump in good position, measuring at 4.9cm, pulled back by the physician to 3.7cm and locked at 86cm. Plan to rest on cp overnight and reassess. Team will reach out if assistance is needed. Urine remains brownish and dark amber. Dropped to p7 and p5. The patient was escalated to the impella 5.5.

Manufacturer narrative:
Correction d6b. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of major bleed was most likely patient movement related since the bleeding occurred after transfer mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Hematuria/hemostasis: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.